Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Evaluated one open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test. Reservoir was filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 5xx insulin pump. Performed insulin pump manual prime, saw fluid flow through infusion set and out catheter tip. In conclusion the reservoir was not occluded.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and also had no delivery alarm. The customer's blood glucose levels were 450 mg/dl, 486mg/dl and 550 mg/dl. The customer was treated with manual injection. The customer stated that they had no delivery alarm during the manual prime. The customer changed the reservoir and set and filled tubing and got no delivery. Customer states insulin did not exit the tubing. Customer stated that the pump did not alarm no delivery with manual prime. The customer was advised that changing the reservoir resolved the issue. The customer was advised to return the reservoir. The reservoir will be returned for analysis.